Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was duplicated and attributed to a disconnected lcd display driver cable to lcd display. The lcd display cable was re-seated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.